Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (65 mg/dl). Customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting pump basal rate. Customer brought bg levels back to target range with gatorade and candy.